Event description:
Healthcare professional reported right side rupture & capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of capsular contracture could not be observed as it is a physiological complication.

Event description:
Healthcare professional reported right side not ruptured.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09aug2024. Additional, changed, and/or corrected data: d.6b.

Event description:
Healthcare professional reported right side rupture & capsular contracture, baker grade unknown. Healthcare professional reported right side not ruptured. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown

Event description:
Healthcare professional reported right side rupture & capsular contracture, baker grade unknown. The device remains implanted.